Event description:
Patient's device had switched from bipolar to unipolar since last followup. The patient did not perform any unusual activity. Patient to be seen in clinic and have testing performed. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.